Event description:
A piece of the anchor broke off into the anchor while being applied into the bone. The piece of metal was lodged into the anchor. Not free floating in the patient. Md took an x-ray and decided not to remove the piece of metal. No patient harm.